Event description:
A customer contacted global technical service (gts) regarding a supply bag that fell and became disconnected on the home choice (hc) during dwell 1 of 4. No alarms occurred. Gts assisted with the ending therapy early procedure. The home patient (hp) was to start over with new lines and bags. Baxter product surveillance spoke with the hp on (B)(6) 2010, who stated she did not know exactly what happened because she was connected for therapy, but both her and her husband were in a different room than the home choice (hc). She did not notice anything unusual with the set or the bags. The lot numbers were unknown and no sample was available for either the cassette or the bag. The hp said the only thing she could think of that might have caused the bag to fall was that they have the hc and the bags on a cart, and maybe the vibration caused it to fall. The hp stated she had never had this happen before. The hp was resuming therapy without complications. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is not being returned for evaluation. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed as the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the connection issue was due to the supply bag falling and disconnecting. The hp stated the only thing she could think of that might have caused the bag to fall was that the homechoice and the bags are on a cart and the vibration may have caused the bag to fall. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.